Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. Internal insulation abrasion was noted at 15.8-16.6cm from the connector pin. The etfe was intact at this location. (B)(4).